Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A batch review will not be performed as the lot number is unknown.

Event description:
This is a spontaneous report by a physician from (B)(6) of sterile peritonitis coincident with physioneal, unspecified product therapy. This is one of multiple reports by same reporter. On (B)(6) 2010, the patient began peritoneal dialysis therapy intraperitoneally (ip) via automated peritoneal dialysis (apd) (off label use). On (B)(6) 2010, the patient began treatment with physioneal, unspecified product (dose and frequency not reported) ip for apd. On (B)(6) 2010, the patient experienced sterile peritonitis manifested by cloudy effluent. The patient was not hospitalized for the peritonitis. On (B)(6) 2010, the patient began remedial therapy with ceftazidim (250mg/l, frequency not reported, ip) for peritonitis. On an unreported date, the patients pd catheter was removed. On (B)(6) 2011, the patient completed remedial therapy with ceftazidim and the patient recovered from the sterile peritonitis. Physioneal, unspecified product therapy was ongoing. The physician stated the event of sterile peritonitis was moderate/severe. The physician stated that they were not sure whether physioneal, unspecified product caused the peritonitis but could not rule it out.